Event description:
It was reported that the patient had wound healing issues.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7074835 / 7074968.

Event description:
It was reported that the patient had wound healing issues. The patient also had inadequate pain relief since implant even after reprogramming attempts. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial:(B)(6). Batch: (B)(6).